Event description:
It was reported that the patient received an acetabular cup on (B)(6) 2009. The patient is pursuing a product liability and at the time of this report it is not known if revision surgery is being planned.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient has not been revised to date. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available, a follow-up medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The need for further corrective measures is not indicated at this time. (B)(4).